Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2000 ohms. The rv lead was cut off and the lead body was coiled up in the ra. Further, a lead extraction was performed and rv lead was caught from the femoral access and removed successfully. Attempts to obtain additional information were unsuccessful. The system was explanted and no longer in service. No additional adverse patient effects were reported.